Event description:
Reporter indicated a pt had high lead impedance on both vns systems and normal mode diagnostics tests with end of service = no. The vns disabled and the pt was scheduled for vns revision surgery. The pt did not have any trauma and did not manipulate the vns. X-rays have been requested, but have not been received to date. The pt later underwent vns lead and generator revision surgery. All attempts for return of the explanted devices from the hosp have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.